Event description:
A report was received that the patient had a pocket revision due to the ipg causing irritation. The physician implanted two lead extensions and moved the ipg to the patient's stomach area. The patient was reprogrammed, and is reportedly doing well.

Manufacturer narrative:
This is the final report.